Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 231 mg/dl. The customer gave himself a manual injection. The customer stated that the keypad was not responding. The customer also reported a frozen display. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone alarm due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly, frozen screen anomaly due to blank display. No vibration anomaly noted. The insulin pump had minor scratched display window.